Event description:
The customer reported discovering a leak under the diff mixing area while troubleshooting the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection and gloves. There was no report of exposure to mucous membranes or open wounds, death or injury as a result of the leak. Medical attention was not sought. There was no affect to patient results.

Manufacturer narrative:
The field service engineer (fse) found a leak at the diff mixing chamber tubing. The fse performed a preventive maintenance on the mix chamber assembly and cleaned the leak. Root cause was attributed to tubing attached to the diff mixing chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).